Event description:
Magnesium run on one specimen was different result than other specimens; <0.2 was repeated on two different instruments of the same model and another instrument that was a different company with different methodology. FDA safety report ID# (B)(4).